Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an urology procedure on (B)(6) 2022 and suture was used. During the procedure, the suture snap/separated from the needle during one of the laparoscopy cyst removal. This happened multiple times. From their testimony they have experienced the same problem 8 times on different procedures and specialty, which includes urology and digestive. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/16/2022. Upon review of the additional information provided, this medwatch report # mwr-15082022-0001239746 is no longer reportable. Additional information received indicating only one patient was involved and experienced suture needle separation issue during the procedure. The following additional information was received: please confirm how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? One suture what is the total number of patients? One patient on the gyn laparoscopic procedure this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.